Manufacturer narrative:
Additional devices for this complaints: 370771-8293 - 1125 - MFR. Date: 11/30/2015 - exp. Date: 11/30/2020. (B)(4). Pump hw25483 and outflow graft 370771-8293 were not returned for evaluation. Review of the manufacturing records confirmed that the associated devices met all requirements prior to release. Log file analysis revealed 76 high watt and 30 low flow alarms recorded beginning on november 28, 2016. A rise in power consumption beginning on november 28, 2016 was observed followed by a sudden drop in pump parameters on december 02, 2016 to parameters below the normal operating range confirming the reported event. Pump parameters returned to normal operating parameters approximately 13 hours later. Acoustic analysis performed by the site confirmed the presence of a 3rd harmony within the pump. An angiography performed by the site revealed the presence of thrombus within the outflow graft. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the reported high power and inadequate flow events can be attributed to external factors such as thrombus formation. Clinical factors may have contributed to the reported event and related comorbidities, anticoagulation therapy may have also been a contributing factor. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Though the most likely root cause cannot be determined, the device history review indicated no issues with the pump; the root cause of the reported event cannot be conclusively determined due to multiple contributing factors, there are patient, procedural, and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death and thrombus are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Device remains implanted

Event description:
It was reported from the site that on (B)(6) 2016 the patient had high power alarm (0,5w above normal value). It was stated that lysis therapy was given two times and that there was a sudden flow drop during the second lysis therapy. Acoustic analysis showed significant 3rd harmony shows thrombus on the rotor: the first high watt alarms occurred (B)(6) 2016 and were self-clearing. Before these alarms the power consumption was only a bit lower (before mean:4,9 l/min:4,3 / max:5,4w) compared towards the situation with the pump thrombus (5,0 l/min / 4,3 / 5,6w - alarm at 5,5w); the alarm threshold could not be set to a lower level for getting an earlier alarm for the pump thrombus. Hemolysis parameters were slightly increased (ldh: 512, fhb ~20). Lysis therapy with tpa, was not successful (3rd harmony still could be measured). After 50mg alteplase (ca 0:00 am) 3rd harmony still could be measured. Sudden flow drop at 2:39 am: pump occlusion. Second lysis therapy with additional 50mg alteplase, the sudden flow drop near 0 l/min, acoustic showed a small 3rd harmony and a significant 5 and 6. On 02.12.16 a backwash maneuver was performed due to the assumption of an occluding thrombus in the inflow cannula (sudden flow drop and small peak of the 3rd harmony). Backwash maneuver [2] was not successful, so an outflow graft thrombus was taken into account. The angiography showed a big thrombus in the outflow graft. This was stented [3] and the flow increased back to normal values. Also a 3rd harmony could not be seen after stenting. After the stenting the patient was stated as getting better, neurologically. It was further reported that the patient died on (B)(6) 2016, cause is unclear at this time. Also stated is that it might have been again an intracranial bleed "icb", but no computed tomography (CT) scan was done for further evaluation, or it might have been a septical pneumonia. No additional information available.